Event description:
The customer reported an overinfusion of versed on a pt in the ICU. The pump was set to infuse versed at 3cc/hr with a vtbi at 41.9cc. The nurse later responded to an "air in line" alarm and found that the entire 40cc bag was empty. Due to the overinfusion of versed, the pt became hypotensive. There was no medical intervention necessary.